Manufacturer narrative:
PMA/510(k) #: k011369, k122558. Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for a detached syringe detected by end user. Neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Root cause description: based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/ broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Based on the photos no damage or deformation can be seen on the device which would make it sensitive to syringe unclipping. The flange of the syringe seems to be intact, not broken. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. Rationale: complaint is unconfirmed.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe separated from the spring. This was discovered before use. The following information was provided by the initial reporter: the inner syringe with the liquid inside was separated from the spring and the semi-automatic device was broken.